Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported by the contact that the customer received multiple occlusion alarms. After the alarm, the customer changed the site. The customer had experienced elevated blood glucose levels; however, the exact level was not provided. As the occlusion alarms had occurred in the past, tandem technical support was unable to troubleshoot to determine a possible cause of the occlusions.